Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. Since we were unable to confirm the event described from the actual defective product and found no abnormalities in the manufacturing records, we were unable to determine the cause of the problem. The event can be prevented by following the instructions for use which state: do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. Do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. Do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, aspiration needle was slowly withdrawn until it was only out to the tip of the scope. The entire endobronchial ultrasound scope had to then be withdrawn and was done so under direct visualization. There were no reports of patient harm.